Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the balloon ruptured. The pta treated the target lesion located in the anterior tibial artery. Upon the first inflation the balloon ruptured at 5 atm's. The procedure was completed with another unknown balloon catheter. There were no patient complications and the patient's condition was listed as "good".

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).